Event description:
It was reported that the patient experienced discomfort at the ipg site after a recent weight loss. As a result, surgical intervention took place on (B)(6) 2025 during lead revision [related manufacturer reference number:1627487-2025-00001], wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
The report of ¿pain at ipg site¿ was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The event details stated that the patient lost weight and that the ipg was very uncomfortable for them, patient requested a revision in order to reduce the size of the ipg.